Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2024 due to renal failure. The patient refused hemodialysis and moved to hospice care. The patient also exhibited right ventricular failure. The ventricular assist device (vad) team withdrew care. The outcome was not considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure, renal dysfunction, and death, that may be associated with the use of the heartmate 3 lvas. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.